Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) sustained personal injuries as a result the improper manufacturing of this device. The device was explanted and returned for analysis.